Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that the pk dissecting forceps instrument's tip were unable to open and close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of grips. There was a 0.027 offset at the tips. Grips did not meet together once the grips were closed. Evidence not conclusive, but damage was likely due to overloading at the tip or excessive force applied normal to the grip. Instrument passed electrical continuity test. Additional observation not reported by the site was a frayed pitch cable located at distal clevis hub. No damage was found at the clevis. The customer reported complaint does not itself constitute a reportable event; however, if the reported malfunction were to reoccur, it could cause or contribute to an adverse event.